Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that a (B)(6) male patient, bmi=27.5, underwent left hip arthroplasty (including biolox delta head) on (B)(6) 2015. Subsequently, the patient has started experiencing pain and pressure in the joint. Note: this is a split case with zimmer inc., warsaw reference number (B)(4). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. The missing device information has been requested but was not available. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: neither x-rays nor operative notes were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown.the review of the DHR indicates that the head met all requirements to perform as intended. The patient has a bmi=27.5 which is classified as obesity. However, it is not known whether the high bmi of the patient has an influence on the observed pain. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Further, the investigation of the case involving the warsaw products is accessible under warsaw split case (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. An e-mail requesting the following additional information was sent on march 16, 2017 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramicfemoral head, l,36/+3.5, taper 12/14 on the left side on (B)(6) 2015. The patient reports that he feels pain and pressure in the joint. Note: since the exact event date was not provided, it was left blank.